Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device eval: one device was returned for eval. During visual inspection, a defect was discovered in the packaging seal. The complaint is confirmed. The damage was caused when a force was applied to the manifold causing the luer to create a hole in the packaging. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.